Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The customer reloaded the cartridge and was able to resume insulin. In addition, it was reported that an occlusion alarm occurred. The customer changed supplies to address the issue. Customer blood glucose level was 334 mg/dl.